Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" initial = 5.7, repeat = 4.2. Test results: initial 5.7, repeat 4.2. Time between testing: 25 minutes. Therapeutic range: 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.